Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is ibeing investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is ibeing investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
Getinge became aware of an incident with one of surgical lights- volista. As it was stated, central handle came off from the light with the screws. There is no injury reported however we decided to report the issue in abundance of caution as any part which may fall might be a source of contamination. It was established that when the event occurred, the light-head did not meet its specification and it contributed to event. At the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that the reported scenario has never lead to serious injury or worse. The root cause analysis confirmed that the malfunction of the central support can occur as a results of two factors: excessive tightening of screws during mounting of the handle support during installation or when the handle is removed and reinstalled at the customer site. From the information that was possible to be obtained we cannot conclude the exact root cause for this event. To prevent any other similar incident we have addressed this issue with a field action msa-2017-006-iu (z-1349-2018) in us market. The device affected was included in the field action scope and updated after issue occurrence.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc (B)(4). Contact person: (B)(6).

Event description:
Ref # (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The issue is being investigated by manufacturing site.

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- volista. As it was stated, central handle came off from the light with the screws. There is no injury reported however we decided to report the issue in abundance of caution as any part which may fall might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).